Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the day of treatment showed no problem with the suction. The field service engineer verified the system successfully on site. Multiple flaps were verified with acrylic and a lot of ablation checks were performed. Everything was always within specification. Tests were done over a longer time period to verify stability. In the meantime, it seems quit clear that the doctor didn't lift the flaps correctly. The flaps were lifted (without retreatment) during the next visit which means that the initial treatments were correct. They now use a different instrument to lift the flaps. Lifting the flaps is going better with a new instrument and the first ¿thin¿ flap was lifted. No technical root cause can be identified. Potential contributing factors to thin flap may be too much fluid on the eye. The root cause for difficult lifting is user handling or the used instrument of lifting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported a thin flap during a refractive procedure on a patient's right eye. The flap was not lifted so laser treatment was not continued. Suction loss was possible. Upon follow up, no negative consequences for the patient. Flaps were not lifted but will be at a later date. A high resolution anterior optical coherence tomography of the cornea will be performed to measure the thickness. Flap will then be lifted. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.